Manufacturer narrative:
A dreamstation auto CPAP was returned to the third-party service center for a service evaluation. During the evaluation it was noted that the device's printed circuit assembly components had become unsoldered and melted on the blower box. The device was returned to the manufacturer service center for evaluation, and the customer's complaint was confirmed. During the evaluation it was noted that due to the stuck component from the pca the blower box and the parts inside need to be replaced. In conclusion, the blower, blower outlet seal, isolators, blower upper cap and the printed circuit assembly need to be replaced to address the issue. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.

Event description:
A dreamstation auto CPAP was returned to the third-party service center for a service evaluation. During the evaluation it was noted that the device's printed circuit assembly components had become unsoldered and melted on the blower box. The investigation is ongoing. The device will be forwarded to the manufacturer for further investigation.